Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the battery depletion was normal.

Event description:
It was reported that the device was at elective replacement indicator (eri). The patient complained that the device did not last as long as it was warranted. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.